Event description:
During a fusion of the right finger surgeon was inserting a 2.4mm headless compression screw and the threads started to peel. Surgeon retrieved all the peeled threads and inserted the screw. An x-rays was taken that showed the remainder of the threads appear slightly misshapen. The screw remains implanted in the pt.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.